Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. On 05-aug-2024, it was reported that the infusion set's tubing got detached. Site of location was abdomen. Infusion set was in use for 2 hours. No further information available.